Event description:
I had essure put in "in 2011". Since then, I have had pelvic pain, back pain and hip pain. I have sclerosis in my left hip, painful heavy periods with huge blood clots, pain during sex, diagnosed with pcos, diagnosed with prolapse, have horrible brain fog, headaches, nauseousness, vertigo, bloating, weight gain, gastrointestinal problems, fatigue, exhaustion, and depression.